Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the ventricular threshold increased a lot since implant and reached 2v amplitude with 1ms pulse width. Moreover, during the follow-up on 5 december 2017, atrial lead dislodgement was observed. Preliminary analysis confirmed the ventricular threshold increase. It could result from a lead positioning issue, a lead migration, a lead micro-dislodgement and/or the patient's physiology.

Event description:
Reportedly, the ventricular threshold increased a lot since implant and reached 2 v amplitude with 1ms pulse width. Moreover, during the follow-up on (B)(6) 2017, atrial lead dislodgement was observed. Preliminary analysis confirmed the ventricular threshold increase. It could result from a lead positioning issue, a lead migration, a lead micro-dislodgement and/or the patient's physiology.